Event description:
It is reported that the nail was cross threaded by surgical technician.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: in general, if the locking bolt has become worn from use, it may be more susceptible to cross-threading causing the locking bolt to become seized within the nail. The most likely cause of the returned condition is cross-threading the locking bolt into the nail. No further analysis is necessary at this time. Eval: as returned, the connecting bolt was seized into the nail through the targeting guide. Damage could be noted on the nail and targeting guide that would be consistent with an attempt to free the bolt from the nail. Since the devices are seized together, the condition of the threads on the locking bolt cannot be examined. Device history records for the barrel and nail were reviewed and indicate the components were manufactured and inspected to specification.